Event description:
It was reported that a perfusate leak was noted at the arterial pressure sensor. The user noted that during a prior pressure test, that the pressure sensor had performed as expected. Once the liver was on board, the arterial pressure sensor demonstrated a reading of four and would not enter liver on board mode. Troubleshooting was attempted with no change. Another metra device was prepped with a new disposable set and the liver was placed on the new device. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
The device was received for testing. Troubleshooting was performed using a pressure checker which confirmed that the arterial and ivc pressure measurements were within tolerance. A test disposable set was installed and arterial pressure was simulated with no anomalies noted during each test. The device entered liver on board mode in each instance. The device passed all applicable testing and remains in use.